Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported symptom, undetected air in line, which was reproduced and confirmed during eval. It was found that the door hook shims were removed from under the door hooks outside of the facility and the upstream sensor had been re-calibrated which caused the undetected air in line. The door hook shims were installed and the device was re-calibrated.

Event description:
It was reported that a spectrum pump was unable to detect air in line at 10, 40, 100, 400, and 800 ml/hr during eval. It was also reported there was no pt involvement.